Event description:
It was reported that medication leaked from the back of the bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from german: "the medication runs out of the back of the cone."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2211205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not show any signs of leakage. It has been concluded that the reported incident may have resulted from damage to plunger component.

Event description:
It was reported that medication leaked from the back of the bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from german: "the medication runs out of the back of the cone.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.